Manufacturer narrative:
Complaint conclusion: it was reported that the patient enrolled in a clinical study (B)(4) was hospitalized due to total occlusion of the right superficial femoral artery (sfa). Bypass surgery of the right femoral ¿ popliteal artery above knee was done. The patient is in good condition. It was noted that the event was not related to the index procedure. At the time of the index procedure, the patient had a flex stent self-expanding stent (ses) implanted on (B)(6) 2013. The patient¿s admitting diagnosis is unknown. The length of the lesions is unknown. It is unknown if the patient was on an antiplatelet therapy regimen. The patient¿s medical history includes diabetes mellitus, hypertension, hyperlipidemia and smoking. The product remains implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that the lot of product met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient¿s medical history of diabetes and hypertension. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the patient enrolled in a clinical study ((B)(4)) was hospitalized due to total occlusion of the right superficial femoral artery (sfa). Bypass surgery of the right femoral ¿ popliteal artery above knee was done. The patient is in good condition. It was noted that the event was not related to the index procedure. At the time of the index procedure, the patient had a flex stent self-expanding stent (ses) implanted on (B)(6) 2013. The patient¿s admitting diagnosis is unknown. The length of the lesions is unknown. It is unknown if the patient was on an antiplatelet therapy regimen. The patient¿s medical history includes diabetes mellitus, hypertension, hyperlipidemia and smoking.